Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was returned for normal battery depletion; however, the device did not meet longevity expectations upon receipt at the reliability assurance laboratory.